Manufacturer narrative:
Device is a combination product.(B)(4).device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. The target lesion being treated was located in the calcified and moderate severe distal right coronary artery (rca). As the physician attempted to advance the device into the patient, it was noticed that the distal stent edge became lifted up. The procedure was completed with a 3.0x23mm promus stent. No patient complications were reported and patient's status is good.